Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the product was damaged/broken. The following information was provided by the initial reporter. The customer stated: "when the patient was transferred from the ward to the operating room for surgery, the operating room nurse found that the needle had broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon inspection of the sample. The returned sample was returned in a used state without the needle. Since the component of the sample that has the reported defect was not returned, bd could not properly investigate the reported failure. Bd was unable to determine a manufacturing root cause since the reported defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the product was damaged/broken. The following information was provided by the initial reporter. The customer stated: "when the patient was transferred from the ward to the operating room for surgery, the operating room nurse found that the needle had broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.